Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim: I have had another report of an IV pump and IV line that had a failure on 3/18/24. The pump has been sequestered in our biomed department and the primary set with attached secondary set, I do have available to send back for inspection. The problem experienced is the secondary piggy back line was set up, but the pump ran the picky back after draining the primary bag. The primary set is cat# 2420-0007 and the secondary set is cat# <s3500-15- I do not have lot#¿s associated with either product. If you all will please provide a return label, I will get these sent out to you. Karen

Manufacturer narrative:
It was reported by the customer reported the secondary infusion line was set up, but the pump ran the secondary line after draining the primary bag. One sample of item 2420-0007 was received with an unknown secondary infusion set attached for quality investigation. Visual inspection of the infusion set was conducted and no damage or abnormalities were identified. The infusion sets was then primed with water and a simulated infusion was conducted. The simulated infusion was conducted at a flow rate of 125 ml/hr for 1 hour. There were no indications of leakage, air-in-line, occlusions or backflow from the infusion sets. The customer complaint that the primary infusion set bag would empty before the secondary infusion bag could not be replicated. A root cause could not be determined because the reported failure could not be replicated. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.